Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the battery has gone dead and the controller has a broken emergency stop button.